Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side "exchange with no complaint against the device." Healthcare professional confirmed right side "exchange with no complaint against the device." Healthcare professional later reported reason for removal capsular contracture. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "exchange with no complaint against the device." Healthcare professional confirmed right side "exchange with no complaint against the device." Healthcare professional later reported reason for removal capsular contracture. Device remains implanted.

Event description:
Device has been explanted and replaced.